Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. An alert for high impedance was noted for the right ventricular lead. The lead impedance had been gradually increasing for the past 3 weeks. A rise in capture thresholds was also noted. The lead exhibited stable sensing values. The physician elected to continue monitoring the patient.